Manufacturer narrative:
The technician found that the head will not raise manually or under power. The technician found a faulty head up valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.

Event description:
Technician alleged that the head of the bed will not raise. No patient impact.